Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device reached elective replacement indicator (eri) level faster than expected. Overestimation was suspected to be the cause of the event, however, premature battery depletion could not be ruled out. The device is anticipated to be explanted and replaced to resolve event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored. Further information was requested, but not yet received.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event and the patient was in stable condition.